Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reporting no complaint against the left device. Later patient reported rupture. Device remains implanted. The devices will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b6, g2, h6.

Event description:
Patient reporting no complaint against the left device. Later patient reported rupture. Device remains implanted. The devices will be returned.